Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a red alarm with no pump stop or intervention. No cause was identified. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. The reported event could not be confirmed because the device was not returned and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of "red alarm with no pump stop or intervention" may be attributed, but not limited to critical battery alarms and/or controller failed alarms. If information is provided in the future, a supplemental report will be issued.